Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a cut in the bending section cover due to mishandling. Additionally, it was observed that water tightness was lost due to this cut in the bending section cover. Upon further inspection, it was observed that there was improper color tone of the image due to damage on the charge-coupled device unit in the endoscope connector. It was also observed that the adhesive of the bending section cover had a chip due to chemical or physical stress. It was observed that the bending tube was damaged due to physical stress. It was lastly observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the visera laparo-thoraco videoscope bending section cover had damage in the curved part. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was improper color tone of the image, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The procedure was completed with a similar device.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: the event occurred on 10-nov-2022 reflected in section b3. The procedure was completed with a similar device as updated in section b5. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the abnormal imaging was likely caused due to a damaged ccd (charge-coupled device). However, the cause of the damaged ccd could not be identified. Olympus will continue to monitor field performance for this device.